Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens, debris on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+2.5/106 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved.